Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the middle and distal sections of the stent were stretched and damaged so that the distal end of the stent is now located 1 mm distal to the distal end of the distal markerband. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at 201 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left circumflex artery. After the lesion was pre dilated using a compliant balloon, a 2.50x28mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.